Event description:
Physician reported a CT scan confirming "no rupture intraop". Currently, there are no reportable complaints against the device.

Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that rupture had not occurred. Hence rupture is being unreported. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease particles deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b2, b5, d9, h3, h6.

Event description:
Device was explanted.

Event description:
Healthcare professional reported left side "implant exchange due to the patient's concern with the product plus a rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.